Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula and experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump and changed the infusion set, but on (B)(6) 2024, the patient first went to the emergency room and was subsequently hospitalized. Further, the patient was transferred to the intensive care unit. Her highest blood glucose level was 697 mg/dl and she had moderate ketone level which healthcare professional did not assessed as dangerous or life-threatening. Moreover, the issue occurred with one infusion set used for less than 3 hours and the site location was patient's thigh. During hospitalization, the patient received fluids, magnesium, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.